Event description:
Reportedly, during use, the ventilator began alarming loudly. There was an error message of system error and then the ventilator froze up and shut down. This occurred while the pt was being transferred from one room to another room. The pt was ambu bagged as the ventilator stopped ventilating with the system error. The pt was switched to a new ventilator because the alarm was unable to be stopped. No permanent pt injury was reported as a result of this event.

Manufacturer narrative:
Initial eval of this event did not consider a malfunction to have occurred, so initially this issue was not determined to be MDR reportable. Subsequent eval of the returned device finds this event to now be MDR reportable as a malfunction did occur. Eval summary: testing of the returned ventilator was unable to reproduce the failure as reported by the customer. However, another failure was found; while connecting the system for the pcs download, it displayed "fault bat. Sys failure". Re test of the ventilator was unable to get the ventilator to reproduce this message. Additionally, the calibration data was unable to be downloaded and instead a message of "gain and offset upload failed" appeared. The manufacturer has asked that the main board be returned to them for further eval. Testing of returned ventilator was unable to reproduce the reported failure, however, a different failure was found as a result of our testing. After discussions with the manufacturer, the manufacturer has requested the main board be returned to them for eval.